Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery not charging was confirmed. The 14v battery, serial (B)(4), was returned in sleep mode. The battery was placed in a ubc and the red led with error code b0001 was observed. The pack was milled open to examine the internal circuitry. The pack voltage read 0v which would cause the battery to not be able to charge or communicate. A supply voltage was applied directly to the cells in the pack until it was able to charge to full capacity but it did not clear the error code. It was found that the battery printed circuit board (pcb) component u1 had a loss of signal line that traced into multiple components. Due to the complexity of the damage, the issue could not be resolved. The 14v battery was hooked up to a mock loop, system controller, and battery clips. The battery was not able to provide power to the system controller. A root cause for the reported event was determined to be a damaged component on the battery pcb. A root cause for the damaged components cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot ubc alarms. The heartmate 14 volt li-ion battery instructions for use section entitled ¿precautions¿ states ¿heartmate 14 volt li-ion batteries must be charged at least once by the end of the month marked on the label placed on battery packaging (box and protective bag). If a battery is not charged by this date, battery operating time may be affected, which can cause the pump to stop. Do not use the battery if it has not been charged by the date indicated¿. The 14v battery was inspected and accepted into the storage location on 28nov18. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report numbers: 2916596-2021-01129, 2916596-2021-01192, 2916596-2021-01139. It was reported that four 14 volt batteries were getting error messages when connected to the universal battery charger (ubc). Per the vad coordinator, the issue was not related to the ubc slot.